Manufacturer narrative:
G5-510(k): report is for one (1) unknown sternal h plate. (B)(4) patient¿s revision procedure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unscheduled hardware removal was performed on (B)(6) 2016 due to potential infection, as patient presented with puss coming from the surgical incision site. Indication for initial implant was for rigid fixation of the sternum. One (1) sternal h plate and one (1) unknown 8-hole sternal plate with a curve along with approximately (15-16) 3.0mm self-drilling sternal screws were explanted (all intact). Cultures were taken on (B)(6) 2016 and came back negative. The patient was not revised to any other construct/devices. The procedure was completed successfully with no delays or patient harm. A muscle flap procedure is anticipated at an unknown time in the future. This report is for one (1) unknown sternal h plate. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: the patient initially underwent open heart surgery and was closed with sternal wires (non-synthes). Reportedly, the wires pulled through the sternum and fractured it. The surgeon then plated the patient using rigid fixation of the sternum. The culture was reportedly done as a sterile surgical site culture. The surgeon sent the culture to the lab while he was still in surgery and when the surgery was completed, the culture had come back from the lab negative.